Event description:
Related manufacturer report #: 2017865-2023-42500; 2017865-2023-42502. It was reported that the patient presented for a routine check in clinic. The patient reported that he gets dizzy when lifting items above his head and demonstrated the manoeuvre. Oversensing on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to noise was observed, but the patient was asymptomatic to the manoeuver. Non sustained oversensing due to noise had also been observed on (B)(6) 2023 but the patient did not recall having any symptoms. Atrial lead noise resulting in auto mode switching was also observed. Programming changes to right ventricular sensing was made. The patient was stable before, during and after the programming changes.